Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stress test, the patient's heart rate dropped to 30 beats per minute. Upon interrogation, the right ventricular lead exhibited oversensing of noise; the noise could be reproduced with isometrics. The lead was capped and replaced. No additional information was reported.